Event description:
It was reported that a dissection occurred. The patient underwent a percutaneous transluminal coronary angioplasty (ptca). The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. After the lesion was pre-dilated with a 3.5mm non-compliant balloon at 11 atmospheres, a 28 x 4.00 mm promus premier stent was initially deployed. However, during the procedure, a flow-limiting type c dissection at the distal edge of the stent was noted. To address this, an additional drug-eluting stent (des) was placed to seal the dissection. The procedure was completed, and no patient complications were reported.